Event description:
Per independent repair center statement the unit would not start. The key failure was the pc board had no power. Additional malfunctions include the hose clamps were leaking, the valve operator for the pilot valve was not shifting, and the tie wraps were leaking.